Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017. It was noted that the patient received inappropriate high-voltage therapy due the noise. The patient was stable throughout the procedure.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory alter. Upon interrogation, the right ventricular lead exhibited noise. The device was turned off, and the patient was given a life vest. No further intervention was performed.